Event description:
A cracked and shattered touchscreen was reported, rendering the pump unresponsive and ineligible for interaction. There was no information available regarding any impact on the customer's blood glucose level. Tandem technical support replaced the pump, confirmed the customer's shipping address, provided instructions for returning the defective pump, and ensured the replacement pump was within warranty. The customer declined to share information regarding backup insulin therapy.